Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 630 mg/dl and diabetes ketoacidosis. Customer reported symptoms of dehydration and vomiting prior to the hospitalization. Customer was placed on IV fluids and give insulin at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.